Event description:
In 05, intraoperatively, acetabular reamer seperated into 2 pieces during surgical procedure. During the reaming of the acetabulum, the acetabular reamer came apart in its distal most section. This appeared to unscrew apart. Dr had never seen this happen and neither had the zimmer equipment salesman who is in the room. He called up to the main zimmer corporation to ask about this to see if this was still considered sterile or not. The man he talked to apparently was in charge did not know that this was a separate piece and that it would unscrew apart, which was in agreement of the fact that dr did not know that and neither did zimmer equipment salesman. Be that as it may, dr did culture that instrument, pass it off the table and immediately irrigated the wound out. This was with the second reamer that dr used. Dr initially irrigated out three liters of normal saline with gu irrigant and then did a second three liters of normal saline prior to implanting the acetabular component and a third three liters with the femoral component and after all the components had been placed.